Event description:
It was reported by the patient that sometimes when they are sleeping they get shocked. Follow-up information from the clinic indicates the patient has not been seen. The implantable cardioverter defibrillator (ICD) is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935 lead, implanted: (B)(6) 2011; a 1888tc lead, implanted: (B)(6) 2011. (B)(4).